Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for the reported increase in these events could not be conclusively determined through this evaluation. The submitted controller event log file captured multiple pi events on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation for concern for increased pulsatility index(pi) events and suction events. Log files captured no unusual events recorded in the event log file history. The mechanical circulatory support (mcs) equipment was operating as intended.